Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump failed accuracy during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found no labels removed and no physical damage. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The device passed all functional and delivery tests. No cause was found, the reported issue was not verified and thus no corrective action was taken. The downstream occlusion sensor was however replaced as a preventative measure. The root cause of the reported problem was unknown. The device is outside its warranty period, a service device history review was performed and the current problem was found not to be related to a previous repair of the pump.